Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: non-biosense webster, inc. Products: arcomed irrigation pump (74991608) . Preface sheath, us catalog #: 301803m, lot #: unknown. Catalog should reflect as "unk_smart touch bidirectional". However, receiving a character limit error. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cva) requiring anticoagulation. During the procedure, the arcomed (non-bwi) irrigation pump connected to the preface® guiding sheath with multipurpose curve alarmed multiple times and displayed occlusion errors, which required re-setting. It was noted that no damage was observed on the preface guiding sheath that might allow air to enter the system. Hours post-procedure, the patient suffered a stroke. Anticoagulant (unspecified) was administered. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event to monitor anticoagulation and bleeding. Patient fully recovered with no residual neurologic effects. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to the products used in this procedure. However, no further information has been made available.

Manufacturer narrative:
Originally, the reportable catheter product information was provided. Catalog as "unk_smart touch bidirectional. However, additional information was received on april 27, 2018 providing the specific product information. Therefore, suspect medical device (catalog) and all manufacturer details (PMA/ 510(k)) have been populated. In addition, updated information was provided stating that this catheter was disposed of. Therefore, corrected device manufacturers only and device evaluated by manufacturer?) Fields. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. They also provided an additional concomitant product of lasso nav 2515,22p splithandle / us catalog #: d134301 / lot #: unknown. Manufacturer's ref. No: (B)(4).